Event description:
It was reported that during the implant procedure, the subclavian vein puncture resulted in pneumothorax. A chest tube was used for drainage and the patient hospitalization was prolonged. The left ventricular (lv) lead was successfully implanted. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.